Event description:
The patient with symptoms of acute ischemic stroke in the left mca was brought to (B)(6) for intervention. During the procedure, a reperfusion catheter 054 was used with the reperfusion catheter 032 over the fathom-16 microwire to navigate to the m1 occlusion and perform aspiration. Following the procedure, partial recanalization was noted with some extravasation visualized and persistent m2 occlusion. The event was reported as subarachnoid hemorrhage with "definite" relationship to both the study device and the procedure. The event was reported as being resolved. The event was captured as part of a retrospective data analysis. Correspondence between the sponsor and site regarding the need to report patient data had been ongoing since (B)(6) 2012, however the event was not reported nor was the relationship as "definite" to the procedure until (B)(6) 2012. This MDR is associated with MDR 3005168196-2012-00234

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated event associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during a review of stroke cases for a (B)(4) study. The information regarding this event is limited by the procedural reports provided by the hospital. Devices not retained by hospital.